Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4) , batch: 15985813.

Event description:
It was reported that the patients top lead had stopped working. It was also reported that the patient had lost pain relief. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were not returned.